Manufacturer narrative:
Additional information has been received which was not correct in the initial report. The information has been provided in below sections with this follow-up report. 1. Section b1 - selected check box for product problem (e.g., defects/malfunctions) 2. Section b1 - un checked box for adverse event 3. Section b2 - un checked box for "hospitalization - initial or prolonged" and 'required intervention to prevent permanent impairment/damage (devices)" 4. Section b5 - updated the summary 5. Section d10 - removed concomitant products 6. Section h1 - type of reportable event changed to malfunction from serious injury 7. Section h6 - removed health effect - impact code 4607 for health effect - clinical codes 1912 8. Section h6 - added health effect - impact code 2199 for health effect - clinical codes 4582. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: based on latest information the customer did not experience hypoglycemia requiring hospitalization.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with no product allegation. The customer reported blood glucose value of unknown mg/dl. The customer reported hypoglycemia, was hospitalized. The event involved product(s) unomedical, mmt-332a, mmt-1884. Troubleshooting was not performed. It was unknown that the customer was using the pump for 48 hour before the reported event and unknown that the customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for unomedical, mmt-332a, mmt-1884.